Manufacturer narrative:
If explanted, give date: not applicable, as the lens remains implanted.  (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that patient is experiencing blurry vision in left eye and visual acuity is 20/60 post implant of a pcb00 27.0 diopter intraocular lens(iol). Surgeon thinks there may be labelling error and also reported that there is refractive error at -1.93. Reportedly there is no plan to explant the lens right now because the patient doesn't want to do it at this time, however surgeon is considering lasik and also noted there were sutures used on the cornea to correct astigmatism. The patient was reported to be doing fine when discharged. No further information provided.

Manufacturer narrative:
Device evaluation: the product testing could not be performed as the product was not returned. The reported complaint cannot be confirmed. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. There was no discrepancy found during the mrr (manufacturing record review). The product was manufactured and released according to specifications. A search revealed that no other complaint was received for this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.